Manufacturer narrative:
Explant was reported due to endocarditis and aortic regurgitation. The investigation found that all three cusps had healing endocarditis. There were vegetations on all three cusps, with both active and chronic inflammation. Gram stains were negative for organisms. These were consistent with treatment effect. Cusp 1 contained calcifications. Cusp 3 was folded, causing incomplete coaptation and had a previous incision. All three cusps were fibrously thickened. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The incomplete coaptation caused by the fold in cusp 3 could have contributed to the reported aortic regurgitation.

Event description:
On (B)(6) 2016, a 29mm epic valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis and aortic regurgitation. A non-abbott 29mm edwards magna ease valve (serial number: unknown) was successfully implanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 29mm epic valve was implanted. On (B)(6) 2019, the valve was explanted due to endocarditis and aortic regurgitation. A non-abbott 29mm edwards magna ease valve (serial number: unknown) was successfully implanted.